Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) scheduled for MRI and couldn't put implantable neurostimulator (ins) into MRI mode due to message on pt programmer after workflow of MRI mode test done, said MRI mode not available. Upon interrogating with clinician tablet, see pt has impedance issues on both leads at segments level when imped tested on autoramp, but clears when use the higher imped test stim to give within normal limits results pt scheduled for MRI and couldn't put ins into MRI mode due to message on pt programmer after workflow of MRI mode test done, said MRI mode not available. Upon interrogating with clinician tablet, see pt has impedance issues on both leads at segments level when imped tested on autoramp, but clears when use the higher imped test stim to give within normal limits results. MRI code displays that an open is detected.